Event description:
The customer reported experiencing disparities between blood glucose and sensor glucose values. The customer reported a blood glucose value of 35 mg/dl. The night before the complaint. The customer also complained about not getting replacement sensors as a courtesy. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)